Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported by a customer that a mentor memorygel breast implant was received with foreign matter that was described as brown chunks. Because the matter was seen when preparing the implant, it never came into contact with the patient. This event did not lead to an adverse event or additional procedures for the patient. The appropriate matters were taken on the sterile field to rectify the contamination. There was a 15 minute delay during the procedure to fix the contamination, to interrogate the aseptic and antibiotic irrigation, to change contaminated gloves and gown, and to open and prepare a new implant. The doctor does not believe the matter came from the aseptic once she interrogated it and she does not feel the matter looks like anything that came from the sterile field (tissue or eschar from the bovie). The implant and the matter was saved in the plastic container and is going to be sent in a return kit to mentor.

Manufacturer narrative:
On 03/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).